Event description:
The user experienced calibration issues and questionable free t4 (free thyroxine) results for 39 patient samples. The user calibrated a new pack of reagent and repeated testing of the patient samples. All result are in pmol/l. Patient sample 1 initial result was 32.8, repeat result was 17.4. Patient sample 2 initial result was 30.5, repeat result was 14.9. Patient sample 3 initial result was 30.0, repeat result was 14.0. Patient sample 4 initial result was 31.6, repeat result was 16.1. Patient sample 5 initial result was 31.0, repeat result was 15.7. Patient sample 6 initial result was 33.3, repeat result was 18.6. Patient sample 7 initial result was 35.6, repeat result was 21.6. Patient sample 8 initial result was 36.6, repeat result was 23.6. Patient sample 9 initial result was 31.0, repeat result was 15.4. Patient sample 10 initial result was 34.6, repeat result was 19.8. Patient sample 11 initial result was 32.9, repeat result was 17.6. Patient sample 12 initial result was 31.7, repeat result was 16.1. Patient sample 13 initial result was 32.8, repeat result was 17.9. Patient sample 14 initial result was 29.4, repeat result was 14.0. Patient sample 15 initial result was 33.0, repeat result was 18.3. Patient sample 16 initial result was 34.6, repeat result was 20.5. Patient sample 17 initial result was 31.3, repeat result was 15.8. Patient sample 18 initial result was 30.3, repeat result was 14.7. Patient sample 19 initial result was 30.7, repeat result was 14.9. Patient sample 20 initial result was 34.1, repeat result was 19.5. Patient sample 21 initial result was 30.4, repeat result was 14.3. Patient sample 22 initial result was 29.6, repeat result was 14.1. Patient sample 23 initial result was 31.5, repeat result was 16.5. Patient sample 24 initial result was 32.3, repeat result was 17.2. Patient sample 25 initial result was 31.7, repeat result was 16.1. Patient sample 26 initial result was 31.8, repeat result was 16.4. Patient sample 27 initial result was 32.0, repeat result was 16.7. Patient sample 28 initial result was 29.3, repeat result was 13.6. Patient sample 29 initial result was 30.3, repeat result was 15.2. Patient sample 30 initial result was 29.5, repeat result was 13.9. Patient sample 31 initial result was 34.0, repeat result was 19.4. Patient sample 32 initial result was 26.8, repeat result was 11.4. Patient sample 33 initial result was 34.1, repeat result was 20.0. Patient sample 34 initial result was 29.9, repeat result was 14.4. Patient sample 35 initial result was 32.7, repeat result was 17.6. Patient sample 36 initial result was 32.7, repeat result was 17.8. Patient sample 37 initial result was 30.4, repeat result was 14.9. Patient sample 38 initial result was 29.5, repeat result was 14.3. Patient sample 39 initial result was 28.5, repeat result was 13.0. It was unknown if the event had an impact on the patient treatment. The lot number of the free t4 reagent was 15815501.

Event description:
It was initially reported to boston scientific corporation that atrapezoid rx lithotripter compatible basket was to be used during a procedure. According to the complainant, during preparation for the procedure, the device failed to fully open while testing it outside the patient. No device damage was noted or reported. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. This event has been deemed a reportable event based on the investigation results; side-car push-back.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause was not identified. No specific issue releated to the ft4 reagent kit or the instrument was identified. All of the calibration criteria were met when the patient sample was tested, although the calibration signals were higher. The customer did not run quality controls after this calibration. The elevated calibration signals could be due to premature liquid level detection (lld), droplets on the inner sample cup wall or a reduced sample volume which may be due to foam and/or bubbles on the sample surface, however this could not be confirmed. No adverse events were reported.